Event description:
It was reported that, during an attempted transcatheter aortic valve implantation with a 29 mm fx prosthesis in the setting of a heavily calcified aortic valve, predilation was performed with a 21 millimeter (mm) balloon. During multiple implantation attempts, the prosthesis repeatedly dislodged toward the left ventricle. Intraprocedural visualization of the coronary artery was performed to assess the distance to the left coronary artery and confirm positioning. Due to the depth of the prosthesis, the team switched to a non-medtronic balloon-expandable valve, which was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the deployment starting point was in the pigtail position at the implantation depth. The depth was approximately 3-5 mm at both the non-coronary cusp and left coronary cusp. The valve dislodged into the left ventricle and the depth was no longer visible. A non-medtronic guidewire was used.

Manufacturer narrative:
Image review: the available patient executive summary was reviewed and considered sufficient for assessment of the relevant anatomic characteristics. Review demonstrated a minimally calcified aortic valve with an annular perimeter of 80.6 mm and a perimeter-derived diameter of 25.7 mm, findings consistent with consideration of a 29 mm evolut valve. The left ventricular outflow tract was noted to be widened, with a measured perimeter of 83.7 mm. The aortic valve leaflets demonstrated significant fibrosis, as evidenced by leaflet thickening. No significant aortic tortuosity was observed. Aortic root angulation was measured at 55 degrees. The ascending aorta appeared dilated, with an average diameter of 40.5 mm. No significant tortuosity was identified in the iliofemoral arteries. Five intraprocedural fluoroscopic media files were provided for review. Fluoroscopic valve load inspection was not available; therefore, verification of appropriate valve loading could not be performed. A pre-balloon aortic valvuloplasty was performed prior to the valve implantation attempt. Review of the available images indicates that multiple implantation attempts resulted in a very deep position of the bioprosthesis. Documentation further states that additional attempts to implant the medtronic evolut valve were aborted, and a non-medtronic valve was subsequently implanted. Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.